Event description:
Healthcare professional reported a patient was injected with juvéderm® voluma¿ xc and juvéderm® volux¿ xc in the jaw, cheeks, and chin. Two weeks later, patient reported they had facial pressure all over the face. There were no signs of swelling. Patient was treated with a course of antibiotics and steroids and the filler was dissolved. No improvement noted. A CT scan showed nothing notable. Event ongoing.

Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.